Event description:
It was reported that during a procedure, the tip of the wand broke off into the pt. The surgeon was not able to retrieve the tip. Further, no adverse consequences to the pt were reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.